Manufacturer narrative:
Follow-up # 1 date of submission 10/28/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover; however, the ok keypad symbol was worn off, which has no effect on insulin delivery function. During testing, all of the pump keypad buttons were intermittently unresponsive and required multiple presses to engage. The up arrow and contrast keypad buttons required presses with increased force to elicit a response. The keypad cover was removed and contamination was found under all key contacts. The ok key contact was also observed to be inverted.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow keypad button was intermittently unresponsive. No damage or trauma to the pump was reported. The ok keypad symbol was reportedly worn, which has no effect on insulin delivery function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.